Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history review, complaint history trending, and system hazard use misuse analysis. The DHR (device history review) was not performed as there was no lot number provided. The complaint history trending for cidex opa-c for the problem codes hr-allergic symptoms, hr-other, hr eye reaction and staining did not reveal a significant trend. The shuma (system hazard use misuse analysis) has been reviewed for human exposure and the hazard identified was assessed as low as reasonably possible. No lot number was provided for retain testing and no product was returned for analysis. The assignable cause for this event is user error for inadvertently using undiluted cidex opa-c as a manual disinfectant which is outside of the product's scope for use.

Event description:
The (B)(6) does not own their own gi scopes. It is their normal practice to borrow scopes from a distributor for johnson and johnson and (B)(4) in (B)(6). This facility does not have trained nursing staff to re-process scopes. A sales representative from the distributor was sent with the doctor to assist with the reprocessing. The sales representative (not a (B)(4) employee) is a registered nursing sister in (B)(6). On (B)(6) 2012 the doctor and nurse traveled from (B)(6). The nurse was responsible for bringing the cidex opa for disinfection. She did not notice at the time that the box she pulled from the shelf was concentrated cidex opa. She did notice when she began to use the product for manual processing, that it was a different color (dark blue) and thought it was a new color/ and or container or perhaps an opa from another company. The cidex opa concentrate indications for use states: cidex opa concentrate is a high level disinfectant at the "in-use" concentration of 0.0575% for reprocessing heat sensitive medical devices when used according to the directions for use. Cidex opa concentrate is intended for use only in automated endoscopic reprocessors, which utilize a concentrated hld and dilute it to the "in use" concentration. This product is not intended for manual use or automatic endoscope disinfection processors that re-use the high level disinfectant. The healthcare workers processed scopes in the incorrect disinfectant for eight hours. There were a total of twelve procedures performed. There is no harm or injury reported for this patient. This complaint 5 of 12 for the patient (B)(6). A triggering event deemed this medwatch report a malfunction event type.

Manufacturer narrative:
This is one of twelve 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00024; 2084725-2012-00028; 2084725-2012-00029; 2084725-2012-00030; 2084725-2012-00031; 2084725-2012-00032; 2084725-2012-00033; 2084725-2012-00034; 2084725-2012-00035; 2084725-2012-00036; 2084725-2012-00037 and 2084725-2012-00038.